Event description:
It is reported that the thread did not function properly. Another articular surface was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.